Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hypoglycemia and near to be in diabetic coma [hypoglycaemia]. Novopen 4 leaked the insulin [device leakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "severe hypoglycemia and near to be in diabetic coma(hypoglycemia)" with an unspecified onset date, "novopen 4 leaked the insulin(device leakage)" with an unspecified onset date, and concerned a 73-years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used - 50 iu, qd (30 u at morning / 20 u at night), subcutaneous) (therapy dates - ongoing) from unknown start date and ongoing for "diabetes mellitus", patient's height: 165 cm. Patient's weight: 100 kg. Patient's bmi: 36.73094580. Current condition: diabetes mellitus (type not reported and duration about 15 years). Patient had started on mixtard 30 penfils 5 years ago (starting date not specified). On an unknown date patient suffered from severe hypoglycemia and near to be in diabetic coma during using mixtard 30 penfil. The event occurred due to novopen 4 leaked the insulin. The patient blood glucose level was stable. The patient normal blood glucose was 370-380 mg/dl and considered to be hyper when he exceed 400mg/dl. About one and half year, patient was going to perform surgery in right eye as patient was suffering from cataract, hemorrhage in right eye. When he performed diabetes lab analysis before it they realized that patient was suffering from hyperglycemia and lost concentration, nervous. (Patient don't remember exactly the lab results but he said that when he was using the bgm in home random blood glucose was 400-495 mg/dl). Batch number of novopen 4 and mixtard 30 hm penfill were not reported. Action taken to novopen 4 was reported as not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "severe hypoglycemia and near to be in diabetic coma (hypoglycemia)" was recovering/ resolving. The outcome for the event "novopen 4 leaked the insulin(device leakage)" was not reported. Preliminary manufacturer's comment: 30-may-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) severe hypoglycemia and near to be in diabetic coma [hypoglycaemia] hyperglycemia [hyperglycaemia] leakage of insulin at the injection site [injection site extravasation] novopen 4 leaked the insulin [device leakage]. Case description: this serious spontaneous case from egypt was reported by a consumer as "severe hypoglycemia and near to be in diabetic coma(hypoglycemia)" with an unspecified onset date, "hyperglycemia(hyperglycemia)" with an unspecified onset date, "leakage of insulin at the injection site(injection site leaking)" with an unspecified onset date, "novopen 4 leaked the insulin(device leakage)" with an unspecified onset date, and concerned a 73 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) (dose, frequency & route used - 30 iu, qd (30 u at morning), subcutaneous) from unknown start date and ongoing for "diabetes mellitus", treatment included - cidophage(metformin hydrochloride). Tte used pen during the event was changed as it leaked the insulin at the injection site after changing the needle and the used penfill with new one and that pen was got ridden off. The dose was not split as the problem was due to leakage of insulin at the injection site. Estimated dose is only via dose numbers on dose screen. Patient was not the operator of the novopen, as his relatives who are nurses and well trained in the use of the pen, responsible for adjusting the dose after checking the insulin flow and re-suspend the insulin, then patient only injects it. Patient had hyperglycemia when the bg reached 500 mg/dl and that was 1.5 to 2 years ago and lasted only for about 1 or 1.5 month and it is recovered now. No changes on exercise and patient usually had uncontrolled diet. Action taken to novopen 4 was reported as other. The outcome for the event "severe hypoglycemia and near to be in diabetic coma(hypoglycemia)" was recovered. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "leakage of insulin at the injection site(injection site leaking)" was recovered. The outcome for the event "novopen 4 leaked the insulin(device leakage)" was not reported. Since last submission the following has updated: lab data updated, dosage regimen of mixtard updated, operator of device updated in device tab, annex e code updated, treatment drug added, outcome of hypoglycemia updated, events hyperglycemia and injection site leaking added, events ranking updated, narrative updated with relevant information. Block c - additional dosage regimens suspect product 2. Dose, frequency & route used 3. Therapy dates (if unknown, give duration) 6. Lot # 7. Exp. Date #1 mixtard 30 hm penfill regimen # 2 50 iu, qd (30 u at morning / 20 u at night), subcutaneous ongoing.

Event description:
Case description: investigation results: novopen 4. No investigation was possible, because neither sample nor batch number was available. Since last submission the following has updated: - investigation results were added. - annex codes bc,d and g were added. - narrative updated accordingly. Final manufacturer's comment: 29-jul-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient, underlying medical history of diabetes mellitus and morbid obesity are significant confounding factors for the development of hypoglycaemia and hyperglycamia. Events are listed. This single case report is not considered to change the current knowledge of the safety of mixtard 30 penfill. H3 continued: evaluation summary: investigation results: novopen® 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.